Manufacturer narrative:
(B)(4). Concomitant products: medication at discharge: atacand, emconcor, furesis, simvastatin, thyroxin, parasetamo, somac. Concomitant devices: pxl161207/ 12993257, plc201200/ 13128039. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, bleeding, hematoma, or coagulopathy, embolization (micro and macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 52mm, and a right common iliac artery aneurysm (rciaa) measuring 41mm; and was implanted with gore® excluder® aaa endoprosthesis. The right internal iliac artery also covered and embolized at this time. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient developed hemorragia and underwent embolization of a bleeding deep femoral artery branch on the left side distal to the puncture site used for access. The cause of the hemorragia is unknown but not believed to be related to the access site puncture itself as there were no access site issues for the patient reported during the procedure.

Manufacturer narrative:
Investigation determined that the patient's hemorraghia related to the deep femoral branch artery was not caused or contributed to by the gore device. As there is no reported product deficiency associated with a gore device, medwatch 3007284313-2016-00084 and any supplementals previously submitted are hereby retracted.